Manufacturer narrative:
The field service engineer (fse) was at the customer site on (B)(4) 2016 and replaced the evacuation bypass valve (ebv) because it was dirty. After replacing the ebv the fse was able to run controls successfully. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer called in to report body fluid (bf) quality control (qc) failing low on their iq200 urine microscopy analyzer. Erroneous patient results were not reported by the customer and there was no change or effect to patient treatment in connection to the event.